Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a beta cap adapter. The customer states pt had a leak and a crack in their peritoneal dialysis (pd) catheter. The customer attempted to repair the catheter with a repair kit. The nurses noticed that they couldn't get an adequate lock after screwing on the beta cap adapter. The customer used best efforts to screw on a new beta cap. The pt was sent home with a prescription of prophylactic antibiotics. No pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.